Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the reported issue was confirmed. During troubleshooting, the control printed circuit board (pcb) was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The returned device logs did not contain any record from date of event as a software installation was attempted, hence, a device log analysis could not be conducted to confirm the reported issue beforehand. The replaced pcb was returned for further investigation. Visual inspection of the returned part revealed no abnormalities. The part was first placed into a reference ventilator for simulated use testing. Technical error code indicating communication error was generated and no pre-use check was able to performed. During ventilation a technical error code indicating valve disabled and a technical error indicating communication error was generated as well. The conclusion is that the device failed to meet its specifications due to a random component failure on the control pcb.

Event description:
Manufacturer's ref.#: (B)(4).